Event description:
Patient with a positive antibody screen on (B) (6)2009, was redrawn on (B)(6) 2009. Customer performed antibody identification with vra131. Only cells 2 and 7 reacted. Pt sample was sent to a reference laboratory where the presence of anti-c, e, cw, and anti-kell antibodies was detected. (B)(4).

Manufacturer narrative:
Ocd performed retained testing of vra131. Satisfactory results were observed.